Event description:
Asr revision to take place on (B)(6) 2012. Asr xl - left hip. Reason for revision - pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision to take place on (B)(6) 2012, asr xl - left hip, reason for revision - pain. Aug 19, 2015 - update - notification received from (B)(6) of a deceased asr patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr (B)(4). The location of the explants is unknown. The cause of death has not been provided and there has been no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. Date of death (B)(6) 2015, added dob, name, gender. (B)(4).

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Update 28 august 2015 - formal legal claim confirmed by (B)(6), but (B)(6) are unaware of any alleged link between the asr product and the patient's death. Added (B)(6). Taken from (B)(6) update (B)(6) 2015.